Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head does not show picture when plugged into tower. The issue was found during preparation of a therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported the camera head does not show picture when plugged into tower. The issue was found during preparation of a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. No image was found due to bad cable. A device history review of the current product was conducted, and no problems were found. A definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.